Event description:
A report was received that the pt was experiencing redness at the battery site. The physician is not sure if the redness is due to irritation from the staples or infection. The physician prescribed levaquin antibiotics. The pt's redness cleared and she is reportedly doing well.